Manufacturer narrative:
H10: the reported malfunction was reassessed for reportability and determined to be reportable as a serious injury, and were reported under emdr 2020394-2020-06509. H10: for the remaining one malfunction, the lot number was provided and a lot history review was performed. The sample was not returned for evaluation and medical records were not provided. Therefore, investigation is inconclusive the filter tilt. Based upon the available information, the definitive root cause for this event is unknown. The devices is labeled for single use. H10: g4 h11: b5, d4 (corporate lot no), g1 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model md800j meridian filter allegedly experienced malposition of device. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The age, weight and gender of the patient were not provided.

Manufacturer narrative:
For the 2 reported complaints, lot numbers were provided. The sample were not returned for evaluation and medical records were not provided. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The devices were labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model md800j. Meridian filter allegedly experienced malposition of device. These reports were received from various sources. Of the two events, both involved patients with no patient consequences. Age, weight, and gender were not provided for both patients.